Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency department due to inappropriate therapy given by the implantable cardioverter-defibrillator for supraventricular tachycardia. Programming changes were made. The patient was recovering.

Manufacturer narrative:
Correction: h6- health impact should have been "serious injury" rather than "unexpected medical intervention".